Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plum 360 infusion pump that the customer reported an event that occurred during titrating down a norepinephrine infusion with a volume of 250 ml. The date and time the infusion started was 11/23/21 at 0400. The intent was to titrate down the norepineprhine from 0.1mcg/kg/mg to 0.08 mcg/kg/min. The patient had been titrating down over the past 12 hours. The customer added the soft limit was 0.5 mcg/kg/min but since this is a soft limit, it was overridden. There was no alarm message noted in the display. The nurse intended to titrate down to 0.08 mcg/kg/min but instead input 0.8 mcg/kg/min, causing an 8-fold increase in dose rather than a 0.02 mcg/kg/min decrease and this caused the patient to code at 0411. The patient was coded for 5 minutes before return of spontaneous circulation (rosc). The event prolonged the patient¿s hospitalization and medical treatment was required due to this issue, however, they were eventually discharged home.

Manufacturer narrative:
There was no pump returned and the pump was not sequestered. Therefore, no device service history or event logs were able to be obtained. In conclusion, from the report provided it can be concluded that there was no malfunction with the plum 360, rather it was use error. User intended to titrate norepinephrine down from 0.1 mcg/kg/min to 0.08 mcg/kg/min, but inadvertently user input 0.8 mcg/kg/min causing the patient to code.